Manufacturer narrative:
The company service representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. The system was manufactured on november 21, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system rebooted twice during set-up/calibration. The planned vitrectomy procedure was initiated and completed with back up system.